Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k101880.

Event description:
It was reported that the patient has peri implantitis. The implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mtx surface texturing and microgrooves (tsvtwb10) was returned for investigation. Visual inspection of the as returned implant identified signs of use and bone residue around the external threads. The crown was still attached to the device and was unable to be removed. The device could not be functionally tested for the reported failures (bone loss + infection) since their medical conditions. Measurements could not be taken since the crown was still attached. Patient conditions noted on the per were bruxism and clenching. The reported device had been implanted on tooth # 19 for approximately 5 years. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis (infection + bone loss). The implant was returned. However, the reported complaint could not be verified since they¿re medical conditions. A definitive root cause for this complaint could not be determined.